Event description:
Customer received the following results on the mobile/performa nano system: hi (greater than 600 mg/dl) 3:53 pm (mobile), 109 mg/dl 3:57 pm (mobile), 497 mg/dl 4:03 pm (mobile ), 70 mg/dl 4:08 pm (performa nano). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number 470767, expiration date 07/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.